Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported going to the emergency room with diabetic ketoacidosis and her blood glucose went up to 572 mg/dl. The customer's symptoms included polydipsia, polyuria and vomiting. Troubleshooting was performed. It was stated that the whole bottom panel of the customer's insulin pump would come off, after customer dropped it in the bathroom. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.